Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown. Lot number unknown. Reporter's last name unknown. Device not returned.

Event description:
It was reported that the abutment screw fractured. Tooth location 31.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified debris and worn markings due to usage however, no fracture identified. Functional testing was performed for the returned product with an in-house stock device and assembled as intended despite the debris. No malfunction. No pre-existing conditions were noted on the complaint. The reported device was location is unknown and usage of length is unknown. Pictures were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did not occur and the reported events are unconfirmed.

Event description:
No further event information available at the time of this report.